Manufacturer narrative:
**Update** 12/17/2012 pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records are available for further review. The devices associated with this report were not returned. A search of the complaint database found no additional reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The investigation has been reopened due to receiving medical records. Depuy will notify the FDA when the investigation is complete.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
UDI: (B)(4).

Event description:
In addition to what were previously alleged, ppf alleges metal wear and metallosis. Added dob, surgeon, law firm and patient codes. Doi: (B)(6) 2005; dor: (B)(6) 2007; (right hip).

Event description:
Litigation papers allege: patient was implanted with a depuy pinnacle hip on or about (B)(6), 2005 on her right side. She began experiencing squeaking and pain approximately two years after receiving the implant. X-rays revealed "complete wear through the superior margin of the acetabular component." Patient had revision surgery on (B)(6), 2007, at which time metallosis was confirmed. An asr hip was implanted in place of the pinnacle hip.